Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and current blood glucose was 420 mg/dl. Customer reported the following symptoms related to their high blood glucose were mental confusion, light headed. Yesterday morning, the blood glucose was 57 mg/dl and treated it with carbohydrate intake, then the blood glucose recorded was 119 mg/dl, then after breakfast it was 415 mg/dl and treated with bolus and then blood glucose went down as 379 mg/dl. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.